Event description:
It was reported that the customer experienced high blood glucose levels during the night, and had to change the infusion set twice. It was stated that the customer continued experiencing elevated blood glucose levels, and went to the hospital for assistance. Troubleshooting was performed, and the insulin pump appeared to be working properly. However, it was stated that the hcp did not want the customer using this insulin pump any longer. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the rewind, prime, excessive no delivery test and displacement test. However, alarmed motor error during basic occlusion test due to faulty force sensor. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.